Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported there was lead migration/dislodgement and a loss of pain relief. The patient had decreased pain relief from 90% to 20% secondary to decreased stimulation coverage which was secondary to lead migration. This was reported via the patient on (B)(6) 2015. No action was taken, the event had resulted in an unscheduled clinic visit. The outcome was unresolved. Etiology was the two leads. This was related to the device or therapy and was not related to the implant procedure. The patient's indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.